Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted, as it had reached end of life (eol) status after approximately three years and eight months of service. A battery depletion anamoly was suspected. The device declared eol on august 5, 2006, and it was reported that on may 2, 2006 the device was at middle of life 1 (mol1) status. It was confirmed that no shocks were delivered during this timeframe. No adverse patient effects were reported.